Event description:
On (B)(6) 2012, the patient's mother and a doctor contacted animas (anm) on behalf of her daughter (the patient). The doctor alleged that the pump was not properly delivering insulin. The patient was reportedly hospitalized on (B)(6) 2012, for high blood glucose (bg) levels. The patient came into the hospital with a bg level of "400 mg/dl" or "528 mg/dl" and with ketones. During the hospitalization, the pump was turned off and the patient was treated with subcutaneous insulin injections and IV fluids. Through troubleshooting, the patient's cartridge was found to have air bubbles related to using cold insulin. In addition, the patient's cannula was found to be bent. The patient's mother had actually contacted anm initially on (B)(6) 2012, to report the hospitalization related to the air bubble and bent cannula issues. During the contact on (B)(6) 2012, the anm representative involved in the contact was unable to find any mechanical issues with the pump. However, on the contact with anm on (B)(6) 2012, the patient's doctor insisted that the pump was not delivering insulin accurately and requested for the pump to be replaced. The doctor refused to put the patient back on the pump. According to the doctor, they disconnected the patient from the pump and had the pump running into a test tube. They compared the test tube to another test tube filled with 10 units. According to the doctor, the pump stated it delivered 10 units but it felt as though it only had 6 units. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's doctor claimed that the pump was not delivering insulin correctly and the patient was hospitalized for hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device. The patient's elevated bg levels can be attributed to a bent cannula and cartridgeair bubble issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery defects found with the pump during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.